Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ynf8, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete

Event description:
The manufacturer representative (rep) reported that the lead would not fit into the header of the implantable pulse generator (ipg). When a different ipg was used, it worked. The reason for removal was not normal battery depletion. There was a small lead space in the header. The device was not ultimately used in the patient. The patient recovered without sequelae. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial # (B)(4), revealed on the connector module there were connector parts out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector. It was also noted the set screw was backed out too far.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) header issue was observed during the case. The patient did not have any symptoms related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.